Event description:
Account has a bed that the left head rail will not latch. There was no patient in the bed, and there were no reported injuries.

Manufacturer narrative:
Technician replaced broken center arm assembly on intermediate right siderail to resolve the issue.